Event description:
The customer reported to olympus, that while using the visera cysto-nephro videoscope the black casting that goes around at the top had separated and the inside was visible. The issue occurred during reprocessing, and the diagnostic procedure (cystoscopy) was completed with the same device, and without delay. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated. Additional findings include the following: insertion tube had a ruptured sheath therefore unable to perform leak test and insertion tube insulation test. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reportable event "metal parts of bending section stick out" reported by the customer was not confirmed during evaluation. However, the sheath for the insertion tube was damaged. Therefore the device was found to be out of specification. However, a definitive root cause of the reported issue could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: ¿ do not pull the video cable during an examination. The endoscopic image may not be visible. ¿ do not damage the endoscope¿s distal end, insertion tube, bending section, video connector, and light-guide connector when you transport and reprocess the endoscope. ¿ do not coil the insertion tube, universal cord, or video cable into a diameter of less than 10 cm. Equipment damage can result. ¿ do not apply shock to the distal end of the insertion tube, particularly the objective lens surface at the distal end. Visual abnormalities may result. ¿ do not twist or bend the bending section with your hands. Equipment damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break leading to fluid invasion into the endoscope. ¿ do not attempt to bend the endoscope¿s insertion tube with excessive force. Otherwise, the insertion tube may be damaged. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.